Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a full system explant procedure due to erosion at the lead extension - lead connection site. Erosion was suspected to have occurred due to prior radiation. The patient had a biopsy that was removed in office by another provider, who did take into account the already fragile skin given past radiation. The patient experienced skin erosion and hardware exposure. The patient was placed on antibiotics, and cultures were taken; however, results were not disclosed. Postoperatively, the patient is stable. The explanted devices will not be returned to boston scientific as they were retained by the facility.

Manufacturer narrative:
The devices were retained by the facility and not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review was performed on the device's instructions for use (IFU). There is no evidence that the device was used in a manner inconsistent with the labelled indications. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Block b3: approximation: according to the patient, erosion was noted approximately "a few weeks ago," relative to the event notification date. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7098535. UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a full system explant procedure due to erosion at the lead extension - lead connection site. Erosion was suspected to have occurred due to prior radiation. The patient had a biopsy that was removed in office by another provider, who did take into account the already fragile skin given past radiation. The patient experienced skin erosion and hardware exposure. The patient was placed on antibiotics, and cultures were taken; however, results were not disclosed. Postoperatively, the patient is stable. The explanted devices will not be returned to boston scientific as they were retained by the facility.